Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an unspecified infection in the abdominal area manifested by cramping in the lower area. The source of the infection was unknown. The patient was treated with unknown antibiotics, however, it was reported they did not work. On an unknown date, the patient was hospitalized for the event. Treatment during the hospitalization was unknown. On an unknown date, the patient was discharged. Four days prior to the receipt of this report, the patient was admitted to the hospital again. At the time of this report patient was still recovering and in the hospital. It was not reported if pd therapy was ongoing. Additional information was not available. This is report 1 of 4 involved in this event.

Manufacturer narrative:
(B)(4). It was reported that nine days prior to passing away, the patient was hospitalized for unrelated events. On the day of hospitalization, peritoneal dialysis therapy was discontinued and the patient began hemodialysis. The patient did not have a peritonitis event prior to passing away. The device is no longer considered suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An autopsy was not performed. Peritoneal dialysis therapy was not ongoing at the time of death; therapy had been suspended nine days prior to death. On an unknown date, the patient was placed on hospice care prior to death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was thought to have been hospitalized on (B)(6) 2014 for the infection, however the exact date is unknown. The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient died coincident with peritoneal dialysis therapy. The cause of death was unknown, further described as due to a ¿combination of causes¿ (not further specified). It was not reported if an autopsy was performed. It was not reported if the patient recovered from the previously reported infection prior to death. It was not reported if peritoneal dialysis therapy was ongoing up until the time of death. Should additional relevant information become available, a supplemental report will be submitted.